Event description:
The lay user/pt called lifescan (lfs) on november 9, 2006 and alleged that her meter was prompting an "other message", but she could not specify what the message was. The medical affairs specialist listened to the recorded call between the lfs customer service representative and the pt to verify the information obtained and a letter on november 14, 2006, since the user could not be reached by telephone for further clarification. The pt reported that she was unable to test on the meter due to the error message. She reported that she went to the hospital because of blurry vision and dizziness. Her blood glucose result was 562 mg/dl. She was treated with insulin for the high blood glucose. She was discharged the following day. She also reported visiting her physician, 8 days later, because she felt weak. Her blood glucose was tested and the result was "300-something." She was given insulin and glucophage. She was also written a prescription for more insulin. She normally takes 70/30 insulin, but she ran out the day that she went to the physician's office. It would have been helpful to know how long she was unable to test on her meter, when her symptoms began in relation to her meter not working, and if she adjusted her diabetes treatment regimen when unable to test. The pt stated that she no longer had her meter; therefore, she was unable to troubleshoot. This complaint is being reported, as the pt was unable to test on her meter. She also went to the hospital with symptoms, was found to be hyperglycemic, and rec'd intervention. It is not known if she had the meter issue before or after the hospitalization. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.